Event description:
It was reported to philips the device gave error code 1203 low leak co2 rebreathing risk. There was no patient involvement or harm. This event was reported to have occurred during pm. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the blower was running high and showing 31k rpm in pneumatics during the o2 flow accuracy test. The o2 was disconnected from the back of the device and the device gave the same result at 21% o2. During normal ventilation, the device cycled but alarmed pressure regulation high. Error code 1203 was found in the event log. The rse advised the customer the issue could be flow sensor related and advised replacing the flow sensor assembly. The customer has already replaced the air inlet filter. The rse also advised replacing the da pcba or the blower if needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response.